Event description:
Procedure type: sleeve gastrectomy. According to the reporter: after entering the abdominal cavity, the all the staples grouped together while firing the second loading unit on the stomach. They opened another loading unit to bypass the stapling line the same thing happened again and caused a hole in the stomach. The handle and loading unit were changed to finish the procedure. There was no bleeding in excess of 250cc due to this problem. The surgical time was not extended by more than 30 minutes. The hole in the stomach was sewn.

Manufacturer narrative:
(B)(4).